Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, post intubation placement of a patient and after 5 minutes of ventilation this 980 ventilator displayed a red banner alarm with the words ¿not ventilating. Remove patient". The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit had entered buv from the ventilator memory logs and replaced exhalation sensor printed circuit board assembly (pcba). Additionally sp found exhalation chassis screw was cross threaded and replaced it. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The exhalation sensor pcba was returned for failure investigation. A visual inspection was carried out on the returned part with no anomalies observed. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough investigation, a faulty so1 in the evm was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the exhalation sensor pcba of the exhalation module (evm). There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, post intubation placement of a patient and after 5 minutes of ventilation this 980 ventilator displayed a red banner alarm with the words ¿not ventilating. Remove patient". The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit had entered buv from the ventilator memory logs and replaced exhalation sensor printed circuit board assembly (pcba). Additionally sp found exhalation chassis screw was cross threaded and replaced it. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in exhalation sensor pcba the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post intubation placement of a patient and after 5 minutes of ventilation this 980 ventilator displayed a red banner alarm with the words ¿not ventilating. Remove patient". The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not injured as a result of the reported event.